Event description:
Per the audiologist, the patient's flange fixture with abutment fell out when the patient was trying to remove the sound processor. Reimplant plans were not reported at the date of this report.

Manufacturer narrative:
The type of event is addressed in the device labeling.